Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time line a of the device was programmed to deliver normal saline. No specific programming parameters were provided. Line b was programmed in the concurrent mode to deliver unspecified concentration of ivig (intravenous immunoglobulin), at a rate of 73 ml/hr, with a vtbi (volume to be infused) of 220 ml, and the delivery was started. After an unspecified length, it was reported the nurse noted the ivig container was half full and the device displayed the delivery was complete. The device was removed from clinical service. Therapy was completed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the last programming of the device history indicates that at 0515, line a of the device was programmed to deliver at a rate of 100 ml/hr, with a vtbi (volume to be infused) of 200 ml, for duration of 2 hours, and the delivery was started. At 0550, line b was programmed in piggyback mode to deliver at a rate of 75 ml/hr, with a vtbi of 220 ml, for duration of 2 hours and 56 minutes, and the delivery was started. At 0649, line b was increased to a rate of 80 ml/hr, with a vtbi of 146.9 ml, and the delivery was restarted. At 0749, line b was increased to a rate of 100 ml/hr, with a vtbi of 66.8 ml, and the delivery was restarted. At 0756, line a was programmed to deliver at a rate of 125 ml/hr, with a vtbi of 141 ml, for duration of 1 hour and 7 minutes, and delivery delayed. At 0805, line a was increased to a rate of 170 ml/hr, for duration of 49 minutes, and the delivery delayed. At 0806, line b was increased to a rate of 180 ml/hr, with a vtbi of 37.4 ml, and the delivery was restarted. At 0809, line b was increased to a rate of 250 ml/hr, with a vtbi of 30.3 ml, and the delivery was restarted. At 0816, line b program was completed, and line a began to deliver. At 0835, line a was stopped, vi (volume infused) 112.0 ml. At 0840, the device was turned off. A review of the device history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.